Event description:
The patient reportedly experienced sound quality issues with his implant. External equipment was exchanged; however, the problem was not resolved. The patient was seen by a company representative for device evaluation. Testing performed showed that the implant was functioning. Surgery to explant the patient's device has not been scheduled.